Event description:
On (B)(6) 2015 the patient was implanted an intraocular lens (iol) (model za9003) with alcon laureate in the right eye and the procedure was successful. The physician checked the patient's eye on (B)(6) 2015. The physician found membrane on the surface of lens optics and glistening under the microscope. It was reported that the patient was treated with antibiotic, hormone and pupil dilation. It was reported that the patient was discharged and is to come back for check-up. The pre-operative vision acuity was reported to be 0.2 and post-operative /after treatment vision acuity was 0.4. It was reported that the hospital does not have equipment for optical coherence tomographer (oct) scan of the eye; therefore, they could not confirm if the issue was related to iol.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.